Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
P027 (rash or skin irritation or bruising). A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as rash on nipple area of the chest. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed recommended removal of lifevest for an hour to allow skin irritation to breathe. The outcome of the irritation is unknown as follow up attempts were unsuccessful.